Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There was blood and contrast present in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 12mm from the tip of the device. The device failed to inflate to rated burst pressure. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. After a non-bsc stent was deployed, a 3.00mm x 8mm nc emerge balloon catheter was advanced for post-dilation. However, on the third inflation at 18 atmospheres for 20 seconds, the balloon ruptured. There were no balloon pieces left in the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. After a non-bsc stent was deployed, a 3.00mm x 8mm nc emerge balloon catheter was advanced for post-dilation. However, on the third inflation at 18 atmospheres for 20 seconds, the balloon ruptured. There were no balloon pieces left in the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient was stable.